Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. The lead also exhibited high threshold measurements and loss of capture (loc) during in clinic evaluation. No noise was able to be produced with patient isometrics, however, the baseline appeared fuzzy and review of stored device data showed evidence of oversensing of noise on the rv channel. Technical services (ts) discussed potential causes and recommended performing an x-ray. The physician left the rv lead programmed to unipolar pacing and sensing and planned to perform an x-ray on an unknown future date. No adverse patient effects were reported. This device remains in service. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.